Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor had stopped working. Analysis of the log file confirmed that there was malfunction with the frontal ip-pc (image processing pc). The fse replaced black and white monitor. After replacement of the monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor stopped working. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.